Event description:
Reporter, infection control professional telephoned vapotherm to report a case of ralstonia bacteria taken from a trach culture. The call was received in feb 2006. Reporter reported positive cultures from the patient's trach tube in jan 2006 and in feb 2006. The patient had been on a vapotherm from which it successfully weaned to standard nasal cannula in dec 2005. There were no reported infections or positive cultures associated with vapotherm during that time. As part of recall the hospitals vapotherm devices were returned and in control of vapotherm, inc in 2006. Subsequent the last exposure to vapotherm in dec 2005 this patient was not treated with a vapotherm device.